Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open/kink was not determined. The pipeline was placed in a vessel bend when it failed to open. Resheathing was attempted to try to open the pipeline.

Manufacturer narrative:
H6: codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at proximal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the proximal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left cavernous sinus segment with a max d iameter of 15mm and a 6mm neck diameter. The landing zone was 3.4mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the platelet reactivity unit (pru) level met the s tandard. It was reported that after several adjustments, it still could not be opened. The surgeon suspected that it was kinked, so it was replaced with a new stent. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.